Manufacturer narrative:
Potential adverse events in the labeling with the penumbra smart coil system include, but are not limited to, intracranial hemorrhage, ischemia, myocardial infarction, aneurysm rupture, including death. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event.   Evaluation of the first returned smart coil pusher assembly confirmed that the coil was detached from its pusher assembly. The complaint stated that the embolization coil was implanted in the patient. There is no evidence of a malfunction of this device. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During the functional test, the pusher assembly mid-joint was able to advance through the introducer sheath friction lock with resistance when using proper technique. Resistance was then encountered, and the embolization coil could not be advanced out of its introducer sheath. Evaluation of the third returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction. If this occurs, resistance may be experienced during advancement. During the functional test, resistance was encountered while attempting to advance the pusher assembly mid-joint through the introducer sheath friction lock when using proper technique, and the smart coil could not be advanced at all. Further evaluation revealed that the introducer sheath was stretch along the pusher assembly. This damage may have occurred during troubleshooting attempts during the procedure and likely contributed to the resistance felt during the functional test. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2020-01664. 2.3005168196-2020-01665. 3.3005168196-2020-01666. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-01664, 3005168196-2020-01665, 3005168196-2020-01666.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the angiogram revealed that the smart coil went through the blister of the aneurysm and ruptured it. However, the smart coil was still implanted and the physician continued to implant coils to stop the bleed. It was also reported that another smart coil would not advance past the hub of the microcatheter and was therefore removed. While attempting to advance two more smart coils, they would not advance from their initial positions within their respective introducer sheaths. Therefore, these two smart coils were also removed. The procedure was completed using other smart coils and the same microcatheter. It was reported that the patient is stable.